Event description:
It was reported that the touchscreen of the pump was cracked and shattered, rendering it unresponsive and illegible. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Tandem technical support confirmed that the pump was within warranty and arranged for a replacement. The customer was instructed to use manual daily injections as a backup therapy.